Manufacturer narrative:
Combination product: yes.

Event description:
Lv lead has high impedances of greater than 3000 ohms per home monitoring report. There is also intermittent noise seen on tip to ring of the lead on iegms real time with isometrics. Lead remains implanted at this time.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.